Manufacturer narrative:
The pt remains on lvad support with the replacement pump. After exchange, the device was reported to be lost at the hosp; therefore was not returned to the MFR eval. A correlation between the device and the reported event could not be determined. A review of device history records showed no deviations from mfg or qa specs that would affect device function or performance. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). On an unk date after implant, the pt received an implantable cardioverter-defibrillator (ICD) from a peripheral center. For the implantation of the ICD the pt's inr was reduced to <1.5 and during this period the pump power remained >8w. The pt was discharged home without any symptoms or issues. Approx 13 months post-implant it was reported that the pt had cardiac insufficiency symptoms and was readmitted into the hosp with arrhythmia respiratory insufficiency. The pump was reported to be noisy and vibrating and the pump power was >10w. A CT scan and echocardiogram were performed and the hosp made a decision to exchange the pump on (B)(6) 2014. The hosp reported thrombus formations within the pump. The pt was reported to be recovering in the ICU.